Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate 3 lvas, serial number (B)(6). Although a specific cause for the observed thrombus formation could not be conclusively determined, the deposition could have contributed to the reported low flow alarms that were confirmed through the evaluation of the submitted log files. The controller event log file contained events from 16nov2023 through 20nov2023. An overall decrease in estimated flow was observed beginning on 19nov2023, resulting in several transient low flow alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The remainder of the pump cable, modular cable, outflow graft, and outflow graft bend relief were not returned. The luer-lok cap was returned detached from the pump cover outlet port. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Examination of the inlet extension lumen revealed a red, ring-shaped, tissue-like thrombus formation at the distal end. The structure of the thrombus formation, as well as its adherence to the textured surface suggested that it developed within the distal end of the inlet extension over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the formation of the thrombus could not be conclusively determined through this evaluation, it appeared to be moderately occlusive of the blood flow path and could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms. Visual examination of the pump¿s remaining blood-contacting surfaces did not reveal any other evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) log files were retrieved from the device and captured decreases in flow consistent with the reported events, the events recorded in the submitted log files, and the finding of an occlusive thrombus formation within the inflow cannula. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-037965 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were some suspected thrombus in the inflow cannula.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for low flow alarms. The log files confirmed a gradual decrease in flow. An echocardiogram was also performed that showed a dilated left ventricle and opening aortic valve. A computed tomography angiogram did not show any flow limitations on the outflow graft part. Inotropes were initiated. The pump was exchanged and the flow returned to normal. Related regulatory report reference MFR # 2916596-2023-08502.